Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis (dvt) and back surgery (per implant report). Per report from CT (computed tomography) dated (b()(6) 2012: "ivc filter identified with soft tissue filling defects involving distal ivc as well as common iliac veins and external iliac veins consistent with chronic thrombosis." Per report from venacavogram dated (B)(6) 2012: "complete thrombosis of the vena cava and vena caval filter and bilateral iliac veins. The right common femoral vein, femoral vein and popliteal vein were completely thrombosed. The left common femoral vein was patent and the left superficial vein in the upper half was patent and the lower femoral vein and popliteal vein had a partial thrombosis." Per report from venogram dated (B)(6) 2019: " sheath was placed from the ivc at the top of the filter into the popliteal vein on the right." "Improvement in flow in the right popliteal superficial femoral, common femoral vein, but no change in the left iliac vein and only marginal improvement in the right iliac vein and no improvement at all in resolution of thrombus in the vena cava." Per report from venacavogram dated (B)(6) 2012: "entire vena cava was patent up to the vena cava and renal veins above the filter." "Findings: patent left superficial femoral vein, common femoral vein and string sign of the left iliac and partially occluded ivc and partial thrombosis of the right superficial femoral vein and common femoral vein with string sign of the right iliac and partial occlusion of the ivc. At the completion of the case, the patient had wide patency of the entire left femoral, iliac and vena cava and partial thrombosis of the right femoral and ide patency of the right femoral and iliac stents and wide patency of the vena cava."